Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead was reprogrammed and remains in use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead impedance bipolar impedance was gradually rising. It was noted at the same time the rv lead thresholds increased. The lead remains in use. No patient complications have been reported as a result of this event.